Event description:
It was reported that when a pt was getting back into bed unassisted on top of an inflated spr plus ii bed cushion, the pt reached over to pull up the siderail and as the pt shifted their weight on the cushion, it shifted, allegedly causing the pt to fall from the bed. The pt reportedly suffered a non-displaced fracture in an undisclosed location.

Manufacturer narrative:
The pt was unattended when the incident occurred. Therefore, the end user was not adhering to a warning indicated in operators manual for cl360 inflator with cl212 bed cushion ("pts should never be left unattended with lowered side rails"). In addition, the cl212 bed cushion was being used on a hill-rom versa care bed/surface with a v-deck configuration. The end user contact did not imply that the cl212 product failed or directly caused the incident.